Event description:
It was reported that the patient presented for follow-up in clinic. It was discovered that the patient's right ventricular (rv) lead exhibited high defibrillation impedance. During generator replacement procedure, the physician elected to not make programming changes or revisions to the rv lead and the patient would continue to be monitored. The patient was in stable condition.